Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a catheter revision because "the catheter connector was not connecting to pump correctly." No anomalies were noted during the surgery and the issue was resolved. The patient's weight was unknown and no patient symptoms were reported. No further complications were reported.